Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly initiated an operating system update in middle of a case. The customer added that this was a safety concern and that it could not be repeated, no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-jan-2022 to 19-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly initiated an operating system update in the middle of a case. A technical support specialist checked logs and found the event ID 41 kernel power with error. He confirmed that the issue was on bd side and recommended the customer to consult their it regarding this issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly initiated an operating system update in middle of a case. The customer added that this was a safety concern and that it could not be repeated, no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device's logs showed event ID 41 "kernel power with error" potentially recorded due to an unexpected loss of power. The customer was informed, and the complaint filed closed. The customer would follow up with their information technology/facilities department. The system functioned as intended.